Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain for use. It was reported that they discovered last week on monday that their pump had been turned off. The patient mentioned that they had been frequently entering and exiting the hospital to visit someone, going through the required security procedures each time. The patient mentioned that they used a wand to fill the pump and wondered if that would do the same thing. The agent reviewed electromagnetic interference and security device considerations/compatibility information. The patient requested a new ID card. The agent connected the patient to prs.